Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The intended procedure was a therapeutic remote terminal unit procedure. The procedure was not completed, the procedure was rescheduled. The fault was found prior to starting the procedure.

Event description:
The customer returned the telescope, to olympus repair center for evaluation of a reported broken locking pin that was found during preparation for use for an unknown diagnostic procedure. Per the report, the equipment was being tested before procedure when customer realized the device had a broken pin. The procedure was not completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Device return evaluation noted a missing locking pin on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.